Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on july 14, with blood glucose of 670 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection. Customer reported that they did not allege insulin pump was under delivering. The customer stated that they were not using the auto mode feature. The customer stated that insulin pump had insulin flow block alarm. Customer reports insulin exited at the quick release. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.